Event description:
One touch basic original meter would not power on. Patient did not have any symptoms during the time of concern. Patient reported that a result of "225 mg/dl' was obtained on another meter and they contacted a medical professional for advice. No other treatment was sought. The customer service representative discovered through troubleshooting that the batteries were replaced less than 1 year ago, battery contacts were in good condition, and the batteries were correctly installed. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter was replaced.